Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. (B)(4). The following has been provided by the initial reporter: customer reported that the visual results of the test stick conflict with app results given by the veritor at home test kit.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. Eua# (B)(4). The following has been provided by the initial reporter: customer reported that the visual results of the test stick conflict with app results given by the veritor at home test kit.

Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer received discrepant results¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿customer had 2 positive tests, but the app told them negative. Nowhere in the package does it tell how to read the tests manually¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The bd veritor at home covid-19 test results cannot be visually interpreted. The test requires the use of a smartphone along with the scanwell® health app. The app provides the user with step-by-step testing instructions as well as analysis, interpretation and delivery of test results. The root cause was traced to user - failure to follow instructions. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.